Manufacturer narrative:
Additional information: d4(UDI), g3, h3. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing noted that the footswitch was connected to a good system and functioned properly. The power button on the monitor functioned normally. The blue led illuminated when the monitor was turned on. The display functioned properly. Proper video input from the ipc was observed and images were displayed properly. The touchscreen was functioning properly. It was reported that the system spontaneously shuts down. The reported issue could not be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the monitor went dark and the system shut off, but subsequently came back on and required re-registration. The patient was under anesthesia at the time. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.